Event description:
The customer reported that the set up for a chemotherapy treatment was as follows: portocath connected to a line gripper needle, model code: 21-2734-24 (smiths medical), which was connected to a maxplus clear needleless connector, which was connected to an extension set and a luer lock bd syringe. The pt had their first chemotherapy drug on the unit over 3 hours, then went home for the 5fu infusion. The infusion had been on for just over 24 hours when the maxplus came off the gripper needle line, but still attached to the 5fu pump tubing. The maxplus had been securely attached by an rn at the hospital prior to the pt going home. The pt reconnected the maxplus and was then seen by the district nurse, who checked the line. She aspirated some air and flushed the port, which was sluggish to flush due to blood. She then re-attached the pump using the same maxplus and taped the maxplus on. The following day, the pt saw the district nurse for removal of the pump. She removed the tape and tightened the maxplus, flushed the line with 2x 10 ml syringes of normal saline while holding onto the maxplus, then while pushing the heparin lock (about 1 ml of it) the line (gripper needle) fell off the maxplus and some blood came out. The district nurse then flushed and locked the line and removed the gripper needle. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.